Event description:
The account alleged the brake pedal locks but when the bed is the brake pedal pops back up. No pt impact.

Manufacturer narrative:
The tech replaced the brake bushings and cams on the mechanism block assembly to resolve the issue.